Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 11 mg/dl at the time of the incident. The customer took too much insulin by accident. The customer's sensor said their level was at 600 mg/dl and since the customer is on prednisone, she figure it might be that too. The customer was given a shot of glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident, but the paramedics took it off the customer. Troubleshooting was not completed as the customer declined. Customer also stated that they had expired insulin at the time of the incident. The insulin pump will not be returned for analysis.